Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found in good condition. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding screen error alarms, in addition to firmware and hardware errors. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.